Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited no sensing threshold measurements and the right atrial (ra) lead exhibited sensing thresholds below range. Both leads remain in use. No patient complications have been reported as a result of this event.